Event description:
It was reported that a handpiece became hot during use; no injury resulted.

Manufacturer narrative:
Per the FDA public health notification: patient burns from electric dental handpieces, issued december 12, 2007, "burns may not be apparent to the operator or the patient until after the tissue damage has been done, because the anesthetized patient cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required in this event, there have been previously reported events received in the last two years involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803.